Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an unknown quantity of buretrol solution sets in which the roller clamps are defective. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.